Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the medstation application was already up and running with no issues observed. No specific error logs were identified during the review, indicating no active faults at the time of investigation. Based on the findings, the issue was suspected to be a temporary system glitch. The system functioned as intended when the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen became unresponsive and appeared greyed out, with only the upper left settings and help buttons accessible. While attempting to return a medication, the scan was acknowledged with a beep, but the interface froze with only cancel and unable to scan options visible. Customer was unable to proceed, cancel, log out, or navigate despite multiple attempts. The issue did not resolve through troubleshooting and required a reboot. After restarting, the return transaction was completed successfully. However, there were no delays or adverse events or injuries reported based on this event.